Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 3550-29, lot# n382410, implanted: (B)(6) 2013, product type accessory; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97791, lot# unknown, product type accessory. (B)(4). Device analysis for lead (B)(4) revealed the lead body conductor was broken at the anchor site. Device analysis for the anchor revealed no anomaly found.

Event description:
There were high impedances of over 10,000 ohms in several electrodes. The lead was replaced. Reprogramming was noted. There were no patient symptoms or complications associated with this event. Patient status was alive with no injury. The cause of the high impedances were not known. The patient was receiving effective therapy.